Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that volume discrepancies occurred at pump refills, in which the actual reservoir volume (arv) was greater than the expected reservoir volume (erv). Specific volumes were unknown to the reporter. The healthcare provider (hcp) assumed there was a problem with the pump, so a replacement was scheduled. During the replacement procedure, the hcp noted that the catheter was kinked in the pump pocket. The kink was released and free backflow was noted. The hcp implanted a new pump. Drug from the old pump was withdrawn and the arv matched the erv. The patient status at the time of this report was indicated to be ¿alive-no injury¿. There were no patient symptoms or complications associated with this event. It was noted that the issue was not really with the catheter. The hcp blamed the anchor for the event. The device system was used to deliver morphine. The final patient outcome was not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed no anomaly.